Manufacturer narrative:
Device analysis: the pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functioning of the pump component. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing at 62.5 cmh2o and performed within product specifications. Product analysis did not identify a malfunction with the device, and the urinary incontinence issues were unable to be confirmed. Cuff model- 720133-01 lot sn- (B)(6). Mfg date- 06/06/2017 exp date- 05/30/2019 gtin-00878953005461. Balloon model- 72400024 lot sn- (B)(6). Mfg date- 08/28/2017 exp date- 08/16/2022 gtin- 00878953000626.

Event description:
It was reported that due to reoccurring incontinence and defective pump the patient had his complete artificial urinary sphincter (aus) explanted. It was noted that about 1 year ago he had a severe worsening of stress urinary incontinence for several months. The cystoscopy revealed a non-functional device.

Manufacturer narrative:
Cuff, model- 720133-01, lot sn- 0176173016, mfg date- 06/06/2017, exp date- 05/30/2019, gtin (B)(4). Balloon, model- 72400024, lot sn- 0184006006, mfg date- 08/28/2017, exp date- 08/16/2022, gtin (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. It was noted that about 1 year ago he had a several worsening of stress urinary incontinence for several months. The cystoscopy reveled a non-functional device. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted.